Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information,the patient underwent a lower right lobectomy with mediastinal cure by thoracotomy suture for carcinoma bronchitis. Approximately 1 month post op there was a medical complication, which required a surgical intervention. The patient had hemoptysis for 10 days with aggravation. The patient had hemothorax with bronchial fistula treatment by augmentin and surgical recovery to plan. The surgical intervention required complete loosening of the suture and closure of the bronchial stump and cover by intercostal muscle flap. The event extended the patient hospitalization. There will be an additional operation to correct the issue. The current patient status is alive.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a lobectomy procedure, there was a medical complication, which required a surgical intervention. The event extended the patient hospitalization. There will be an additional operation to correct the issue.